Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a pacemaker had slow atrial flutter. Review of the episodes found only a small number compared to what looks like fibrillation burden. Additionally, there were some true pacemaker mediated tachycardia (pmt) episodes. Technical services discussed this was expected based on storage limits of the device and is not programmable. Review of atrial tachy response (atr) episodes found farfield from vp on the a channel but also at times missed atrial flutter events which coincides with the farfield signal. Technical services discussed programming options and noted minute ventilation (mv) chop however, it is not being seen or affecting function in episodes reviewed. At this time, the device remains in service. No adverse patient effects were reported.